Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the needle was separated from the needle hub while the md was performing the procedure according to the IFU. He could not proceed with the procedure. So he finished the procedure with another teleflex product.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle hub attached to an arrow raulerson syringe (ars). Both components showed signs of use. The cannula was not returned. Microscopic examination revealed that one small drop of adhesive was present inside the hub near the distal end. No damage or signs of force were observed with the returned hub. The top of the needle shaft (near the distal end of the hub) measured 0.051" which is within specifications. A device history record review was performed with no relevant findings identified. The reported complaint that the needle cannula separated from the needle hub during use was confirmed through visual examination of the returned complaint sample. However, the cannula was not returned for analysis. Without the cannula available for evaluation, the probable cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the needle was separated from the needle hub while the md was performing the procedure according to the IFU. He could not proceed with the procedure. So he finished the procedure with another teleflex product.